Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 138 mg/dl at the time of the incident. Customer stated that they were driving last night and the pump was around their waistband. Customer stated that the seat belt came across the pump and that may have caused the alarm. Customer stated that the pump said a button had been pressed for 3 minutes. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.